Manufacturer narrative:
(Initial reporter facility name): (B)(6). Medical device problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. Prior to the procedure, there was no difficulty experienced upon setting up the device. When they tested the device outside the patient, it was noticed that the bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had all the bands attached, overlapped and moved. The ligator head teeth were damaged/bent. The trip wire was removed from the handle, and it showed no marks, indicating that the trip wire was not secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands had moved and overlapped, and ligator head teeth were damaged/bent. It was also found that the trip wire was not secured; however, the instructions for use (IFU) indicates, "secure trip wire in slot on handle unit." This condition, not securing the trip wire in the slot on the handle unit, could have affected the overall performance of the device causing the trip wire slipping through the handle assembly, causing an inaccurate deployment of the bands. This could have resulted to an improper deployment of the bands and causing more tension on the device, consequently, bending/damaging the teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. Prior to the procedure, there was no difficulty experienced upon setting up the device. When they tested the device outside the patient, it was noticed that the bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.